Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Inspection revealed the outer shaft was separated 3mm from the strain relief and the inner stretched for approximately 12mm. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the catheter detach occurred. A 135/20 renegade hi-flo catheter was selected for use. During preparation, it was noted that the catheter was bent in a ring and became unraveled and came apart as it was removed from the carrier hoop. The procedure was completed with another of the same device. No patient complications reported.